Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2024 due to bent cannula and diabetic ketoacidosis event. Patient was then admitted to intensive care unit (ICU). Patient experienced the symptoms of vomiting. The duration of hospitalization was 1 day. Patient was treated with an insulin drip, fluids, magnesium, calcium, and sodium chloride. Patient was released from the hospital on (B)(6) 2024. No further information was available.